Manufacturer narrative:
Investigation summary: the report of a hot controller and speed fluctuations was confirmed through the analysis of submitted data log files. These log files spanned approximately 6 hours of data (dated (B)(6) 2019, according to the timestamps). Between 2:33am and 2:39am on (B)(6) 2019 the log files captured an active low speed advisory alarm. During this time, pump speed was in the 800-1400rpm range, below the low speed limit of 5700rpm. During this time power was captured in the ~39-50 watt range and flow was captured in the 2.4-16 lpm range. Additionally, lvad temperature was recorded as high as 105c and controller temperature was recorded as high as 87c, consistent with the report of a hot controller, consistent with the report of a hot controller. At ~2:39am a brief rotor displacement fault was captured. During this event pump speed momentarily fell to 0rpm. Following this event pump speed recovered to 5900rpm, and the reported alarms resolved. Until the end of the log file the controller supported the pump as designed without any more atypical alarms or events. The system controller used at the time of the reported event was not returned for analysis. Multiple attempts to obtain the product were unsuccessful. As a result, the root cause of the reported event could not be conclusively determined nor correlated to a system controller related issue. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device (difference between the event date and date the controller was issued to the patient) - 24 days. (B)(4) was incorrectly added as a concomitant to MFR # 2916596-2019-03268. This report is being submit for hot controller event only. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was experiencing speed fluctuations, chest pain and a very hot controller. Patient was given fluid and the speed fluctuations were resolved. The controller remained warm and the option to exchange the controller in question was brought up. The file captured over temp, high current, motor centering & instability events which could be caused by ingestion. The file begins in this state so I cannot see the onset of this event. The event file begins on (B)(6) 2019 @ 2:33:40 showing the pump unable to maintain the set speed until ~ 2:39:31 the set speed of 5900 is reached & maintained for the remainder of the log file which end at 3:19:37. At 3:08:08 the pump and controller temps return to a normal range and the controller and pump appear to be operating as intended. There does not appear to be any ongoing controller or pump issues. No further information provided.